Event description:
In this case, edwards received information that this bioprosthetic aortic heart valve was explanted after four (4) years, nine (9) months due to severe prosthetic aortic stenosis secondary to calcified leaflets. This was replaced with a 23mm pericardial bioprosthesis. Tee revealed a normal functioning aortic valve prosthesis and the patient was transferred to the intensive care unit.

Manufacturer narrative:
The explanted device was not returned to edwards for analysis because it was discarded at the hospital. Without return of the device, edwards is unable to conclusively determine the root cause for this event, or confirm the clinical observation. Calcification plays a major role in the failure of bioprosthetic heart valves and many factors contribute to its onset and propagation. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.